Event description:
Prior to a lap gastric bypass procedure, the shears were connected to the generator. When the instrument was initially tested, the generator gave an error code 5. After re-torquing and a couple of attempts to get the shears to work correctly with the same error code, the nurse opened another instrument of the same type and attached it to the generator. Everything worked fine with the new instrument. There was no pt consequence.